Manufacturer narrative:
The reported observation of the ipg battery being at eri was confirmed. The ipg logs showed first eri was timestamped on 10/11/2025. First eri is logged when the device is queried and the battery voltage is at or below 2.7v +/- 30mv. The ipg had not logged eol. The root cause of the reported observation was due to a normally depleted battery. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. This test specifically measures the stimulation output parameters and any cross-chamber leakage currents between stimulation channels, no anomalies were flagged. It was also noted no voltage multiplier overhead (vmo) errors (typically caused by lead impedance issues) were logged other than when a program change was made or the device was placed in surgery mode. This suggested there were no stimulation irregularities that would result in pain at the ipg site. The estimated longevity would have been 2.25 years +/- .25-year per ¿ (B)(4), assuming 1000-ohm program impedances, for device model 6662. The total stimulation on time was 2.4 years, suggesting the device had normal battery depletion at the time of the observation.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.